Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain use. It was reported that for months, the patient has been having issues with the ¿myptm¿ application getting stuck at 90 percent. The patient stated that the last time they talked to someone, they were told it would clear up. The agent walked the patient through clearing the data. The patient was able to successfully connect to the pump and deliver a bolus. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820, product type software. Product ID hh9020tdd, serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.